Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 46 year-old male patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. While the patient was on support, the impella device had a controller error and/or optical sensor error on two consecutive consoles. The impella device was replaced. No patient harm has been reported.

Manufacturer narrative:
The investigation into the optical signal issue has been completed since the original report was submitted. The pump was not returned for investigation. The cause of the optical signal issue was not determined since product was not returned and sufficient clinical information was not provided. D6a, d6b